Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the crimped stent had moved proximally on the balloon. As a result the proximal edge of the stent was positioned over the proximal edge of the proximal markerband. An examination of the crimped stent identified that the stent struts in its mid-section were slightly misaligned and the distal edge of the stent struts were flared. This type of damage to the stent is consistent with the stent being pushed against the lesion during attempts to cross, which resulted in the stent damage and movement. The balloons distal cone profile was reviewed and no issues were noted. The distal balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. It was not possible to examine the proximal cone of the balloon in its entirety as the stent had moved out over part of the proximal portion. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(6).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 90% stenosed, eccentric, de novo, 13mmx2.5mm target lesion contained <=45 degree bend and was located in the mildly tortuous and mildly calcified left circumflex (lcx) artery. A non-bsc guide wire was advanced and positioned towards the lesion. Following predilation, a 2.50x16mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.